Manufacturer narrative:
Product ID: 8703w, lot# l65761, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
A representative reported the patient had an unknown infection. They presented to the office with redness and swelling at the pump site. The patient also had pain. The physician noted infection at the site so they explanted everything. The medication used within the system was lioresal. It was later reported that the patient passed away while hospitalized. They believed it was on (B)(6). They thought the patient had a pulmonary emboli. A healthcare provider later reported that the patient had a revision of their pump in (B)(6) (illegible). They stated that the last time they saw the patient in the office was (B)(6) 2011 post-op to check after the revision of their pump. A CT scan on (B)(6) 2013 revealed some soft tissue density around the pump in the right lower abdominal wall. They could not rule out infection. The pump was explanted on (B)(6) 2013. The patient had a fever for one week prior. Erythema and swelling were also noted. The patient required hospitalization. The patient died on (B)(6) 2013. The cause of death was severe sepsis. The death was noted to have been device related. They further noted that the severe sepsis was secondary to abdominal abscesses secondary to the infection at the baclofen pump insertion site. A representative later reported that, per a nurse, the patient had been admitted on (B)(6) 2013. They had a history of five days with fever, redness, and swelling at the pump site. Their doctor removed the pump and started them on IV antibiotics. The patient improved. The cause of death was a pulmonary embolism. It was later noted that the healthcare provider who denoted the cause of death as ¿severe sepsis¿ stood by their statement. They had no information regarding an aneurysm.